Event description:
Surgeon depth gauged the device and started to place the device, at which time it stopped advancing and he began to back it up. As he began to back it up, it broke without significant torque applied to it. Fluoroscopy confirmed device remained in bone and was well contained.